Manufacturer narrative:
Product complaint # (B)(4). UDI: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Upon visual inspection, it was observed that the hollow needle of the confidence cement introducer got broken midway. The broken fragment was not retrieved. The needle was observed to be filled with the bone cement. The rest of the device shows normal wear which would not contribute to the complaint condition. A manufacturing related potential cause was not suspected nor identified, therefore, no manufacturing record evaluation is required. While a definitive root cause could not be determined, it is possible that the device might have encountered unintended forces. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities.

Manufacturer narrative:
Initial reporter is a synthes employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during a vertebroplasty surgery with the confidence system on (B)(6) 2019, when the needles were removed eight (8) minutes after mixing, one of them broke at the pedicle and the fragment was not recovered. Two needles of different lot were used. The surgeon reported that there is no problem but observed the weakness of the cannulas to dense bone rotation, since these were inserted with a lot of impact. This report is for a confidence introducer needle. This is report 2 of 2 for (B)(4).